Event description:
It was reported fractured PICC. PICC line not working. Flushed and bubble appeared above PICC site. No other information was provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of (B)(4) showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged catheter is confirmed. One 4 fr single lumen powerpicc solo catheter was returned for evaluation. An initial visual observation showed use residue on the returned sample. Evidence of kinking and a small longitudinal split were observed near the 4 cm depth marker. A microscopic observation revealed the small longitudinal split was at one corner of the location of the kinking in the catheter tubing. The edges of this split were observed to be mostly straight and even, with some roughness on the corners of the split on the inner edges. The fracture surfaces were observed to be flat and granular in texture. The shape, location, and physical characteristics of the split found in the returned catheter are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The damage location suggested that catheter securement, access, and/or maintenance techniques may have contributed to the failure.

Event description:
It was reported fractured PICC. PICC line not working. Flushed and bubble appeared above PICC site. No other information was provided.